Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve gastrectomy, when the surgeon attempted to rotate the adapter manually inside a trocar, a cracking sound was heard but the screen and stapler appeared to still be functioning normally. When the stapler passed back to the tech, the angle of the reload in relation to the adapter shaft was off. The technician was unable to remove the reload and saw that the carbon fiber was circumferentially fractured, broken off and stuck inside of the adapter. The adapter broke as well. The adapter was replaced to resolve the issue. There was no patient injury.